Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's complaint was confirmed. The most probable cause of the findings is component failure, which is expected or random component failure without any design or manufacturing issue. A review of the device history record found no deviations that could have caused or contributed to the issue. Based on the results of the investigation, the definitive root cause of the issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during reprocessing of the subject device, a cut in the cord was observed. There was no patient involvement.